Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that staphylococcus lugdunensis and enterobacter bacteremia was found in (B)(6) 2023. Wound drainage-staphylococcus lugdunensis tissue culture and staphylococcus lugdunensis bacteremia that was found on culture was thought to be thrombus of pacemaker lead. The patient underwent an explant of crt-d, temp biotronik pacemaker placed (b)6) 2023 and extracted on (b)6) 2023 and was initially treated with ceftaroline, then switched to daptomycin.implantable cardioverter defibrillators (ICD) pocket infection with ICD removal and a temporary to permanent pacemaker was placed. A sternal wound infection was also found with pseudomonas. The patient underwent washout, removal of sternal wires and wound vacuum placement on (B)(6) 2024. The patient underwent incision and drainage on (B)(6) 2024, vacuum assisted closure (vac) change, right ventricular assist device (rvad) graft stump with thrombus removal, left ventricular assist device (lvad) graft visible at inferior incision. The patient underwent vac change and washout on (B)(6) 2024. Wire removal and omental flap with wound was performed on (B)(6) 2024. The patient was on meropenum, zosyn through (B)(6) 2023 and was not on suppressive bactrim.